Event description:
Device reportedly did not deliver the contents of a morphine filled syringe used for pca pain control correctly. The facility's nursing staff started the pump at 4:52pm. The pump ran correctly and delivered a volume consistent to what it had recorded through 10am 2 days later. The pump was observed at this time to have 32cc remaining in the syringe. The facility checks the pump every shift and the next inspection was at 5:30pm. At this time the syringe was observed and appeared to contain slightly more solution than it had at the last check, the pumps history indicated that 15cc of the drug should have been delivered between 10am and 5:30pm. The nursing staff reportedly attempted to deliver multiple doses upon discovering this condition and observed that the pump was not delivering any fluid. The syringe and the tubing involved were discarded by the nursing staff prior to the device being received by the facility's biomedical engineer. The facility did complete an incident report, but there was no adverse outcome to the pt. Reportedly the pt thought the pain medication was working the entire time. The facility's reps were unable to provide any specific pt details such as age, sex or weight.